Event description:
On (B)(6) 2010, the patient reported he received an e4 (occlusion) error on his insulin infusion device and only had 16 units of insulin remaining in the cartridge. He changed the cartridge, infusion headset and tubing and then received an e10 (cartridge error) which he has been unable to clear. He stated he has just inserted a new battery. The patient was instructed to begin the 'change cartridge' procedure. He did so, but stated the piston rod is not rewinding and is making an abnormal noise. He inserted another new battery, but he said the noise persisted. The patient stated his device has not been dropped within the last 48 hours. The call was disconnected. The patient called back a little later and stated the piston rod will not retract and his device is still making a noise. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.